Manufacturer narrative:
Batch review performed on 19 february 2024. Lot 2304227: (B)(4) items manufactured and released on 11-mag-2023. Expiration date: 2028-04-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Revision for patella dislocation. At 5 months post primary patella and liner revised. No knee instability. The patient had a clinical history of patella maltracking.